Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for follow up, and it was noted that the pacing threshold was high on the right ventricular (rv) lead, resulting in failure to capture in both bipolar and unipolar settings. An x-ray was performed and lead dislodgement was suspected. When attempting to reposition the lead, the lead helix was difficult to retract and would not extend, so the lead was explanted and replaced. There were no adverse patient consequences.